Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on approximately (B)(6) 2025, the patient experienced hypoglycemia with hospitalization. There was no documentation about the symptoms experienced. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. There was no documentation about the medical intervention, nor the treatment provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.